Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-02. It was reported that the catheter was replaced on (B)(6) 2019 and completely replaced with a new one. The new implant was successful; and there was nothing to note. The patient would follow-up as needed.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: n239541003, ubd: 08-jan-2012, (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 29-oct-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had a failed indium dye study. It was noted that the patient was hospitalized on (B)(6) 2019 for uncontrolled pain. The patient was initially worked up for viral explanations as they were also running a fever. There was no reports of falls or trauma. The clinic performed an indium dye study and found the dye did not pass into the catheter. The patient was placed on oral medications. The patient and hcp were deciding what to do going forward. The issue was not resolved at time of report. It was noted that surgical intervention did not occur and it was asked, but unknown if surgical intervention was planned. The patient's weight and medical history was unknown and will not be made available. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. No further complications were reported/anticipated.